Event description:
Per report, this lead showed high lv lead thresholds, but is still in use based on medical judgment.

Manufacturer narrative:
We feel this is a reportable event because high lv lead thresholds. The lead is still in use and there are no indications of parameter changes.